Event description:
A hemodialysis user facility was reported that during treatment a blood leak occurred two hours into treatment. The leak was visually observed and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was 150cc's. Pt had no ill effects. Sample is available.